Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received primary bilateral attune tkas to treat osteoarthritis. The patella was resurfaced and an unknown number of depuy cements were used on each knee. The procedure was completed without complications. Left knee revision operative notes indicate that the patient received a right knee revision to treat pain secondary to loosening of the tibial tray at the cement to implant interface. There were no operative notes for the right knee revision provided. Doi: (B)(6) 2015, dor: (B)(6) 2018, right knee.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing that would contribute to the reported event.